Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser vision correction patient presented with a thin flap. The surgeon noted that the epithelium was very roughed up. Surgeon did not lift the flap and opted to perform a photorefractive keratectomy (prk) on a later day. A bandage contact lens (bcl) was used to secure the flap. Per follow-up information received 20 days post op the bcl is still placed on the patient¿s eye due to some anterior basement membrane changes. The patient's best corrected visual acuity pre-op was 20/20.

Manufacturer narrative:
Additional information: (B)(6)1996. Patient date of birth was obtained patient codes for pain, impaired vision and visual disturbances conclusion codes - known inherent risk of device on (B)(6) 2018 report mw5078907 from the FDA was received. After review of the jnj events database it was found that the patient that repor is the same patient from this 3006695864-2018-01607 report. It was reported by the patient''s mother that patient is experiencing pain, visual acuity decrease, double vision, difficulty performing activities of daily living (driving, using computer and reading) as a result of the event. Patient's mother reported that she was told by the surgeon that there was a system malfunction that caused the issue. Patient's mom reported visual acuity in right eye is 20/10 and in left eye is 20/40. During follow up with surgeon she reported that patient is doing fine and seeing 20/20 ucva (uncorrected visual acuity) in right eye and 20/20 -1 in left eye (affected eye). Surgeon saw patient on (B)(6) 2018 and best corrected visual acuity was 20/20+. Surgeon stated patient was well healed and ready and was scheduled for photorefractive keratectomy. Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. Based on the failure mode, probable cause, risk assessment, labeling review and trend review of this incident, no deficiency has been identified in design, manufacturing, or labeling of the product(s) in question. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.